Event description:
Swan ganz catheter inserted into pt for monitoring. Unable to obtain readings/tracings. Catheter removed. Noted tiny hole next to 100 cm mark. Hosp personnel unable to insert another line and the surgeon performed the procedure without a swan. Pt had CABG and no problems during or after procedure.